Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was presented with cardiomyopathy and implanted with an impella cp device for mechanical circulatory support. After the catheter prep, prior to insertion there was a continued yellow ¿placement signal not reliable¿ alarm that would not clear. The decision was made to swap out to new a cp catheter. The second cp was prepped and inserted without incident. The procedure outcome noted that the patient expired. Use of the device cannot conclusively be associated with the outcome.